Event description:
Pt on ventilator developed sudden onset of increased respiratory-60 increased position airway pressure-75. Equal diminished breath sounds bilaterally, equal chest movement. Taken off ventilator and bagged, suctioned. Placed back on ventilator. Bp became hypotensive. Pt becoming bradycardiac. Code called."narcuran"administered, bagged briefly then return of stable vss. Placed back on ventilator. Suddenly back to rr of 60. Immediately removed from vent and bagged. Ventilator changed out. Pt remained stable.